Event description:
A malfunction was reported on the pump by the customer when the replacement pump was turned on for the first time. The customer's blood glucose level reached 260 mg/dl, which was within the acceptable range. The customer continued to use the current pump with assistance from a mobile app for bolus interaction and received a replacement pump from technical support. Instructions were provided for returning the faulty pump, and the customer understood the steps needed upon receiving the replacement.